Manufacturer narrative:
Concomitant product: t505u21, aortic valve, implanted: (B)(6) 2007; l101, ipg, implanted: (B)(6) 2016.

Event description:
The patient reported that one of their leads had broken and was replaced. The following physician confirmed that the insulation on the right ventricular (rv) lead had frayed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.